Manufacturer narrative:
Continuation of d10: w4tr01 crt-p implanted (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced palpitations. Upon review it was noted that there was some far field r-wave (ffrw) oversensing noted from the right atrial (ra) lead resulting in false detection of atrial tachycardia/atrial fibrillation (at/af) episodes. It was also reported that phrenic nerve stimulation was noted on one of the left ventricular (lv) lead vectors while no capture was noted on one electrode, none of which were in use. The ra lead and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had a office visit/device check. Lv lead vector setting was re-programmed to lv2-lv3. Additionally, no phrenic nerve stimulation occurred with the vector change.